Manufacturer narrative:
This lead is not expected to be returned. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant this lead had no capture after several attempts to reposition the lead. The lead was explanted and not used, and a new lead implanted successfully. It was reported that there were no additional adverse patient effects.